Event description:
It was reported that a malfunction occurred on the customer's pump, and the malfunction code was displayed as malf 5. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was informed by technical support to use mdi as a backup therapy and was sent a replacement pump with updated software. The customer was instructed on returning the faulty pump and acknowledged the necessary steps.